Event description:
It was reported that the flow rate of the pump began to slow in september 1997. The pump was explanted and replaced without complication.

Manufacturer narrative:
MFR control no. Dc980383. The sample has been returned to arrow. Evaluation and testing failed to confirm the user's complaint. No product mfg or material flaws were detected and the pump functioned properly. Pumps are specifically labeled with drugs intended for use and infusion of alternate drugs is not recommended. The possibility of drug blockage exists when unauthorized drugs are infused.